Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information that the customer's device has a burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.